Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not charge the installed battery and operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident was a failure of the power supply module, transistors q1 and q2 were shorted and fuse f1 was open.

Event description:
It was reported that the device ac mains led was not illuminated, and it was ac inoperative. There was no report of pt involvement with incident.